Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure; the clip applier jammed during the case, after firing. The clips were closing incorrectly and handle was locking up after the surgeon squeezed the trigger. The procedure was completed using same like device. There were no adverse patient consequences reported. Device is not available for return.